Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the patient had loud hearing sensations. Testing showed changing values after 10 minutes of measurements being carried out.